Event description:
Clinical study. It was reported that after a drug eluting stenting treatment procedure there was a delayed deflation of the balloon. The lesion being treated was a 3.0mm 80% stenosed proximal left anterior descending (prox lad) artery. The lesion was predilated. The physician then placed a taxus express2 3.0x32mm drug eluting stent in the prox lad. It was reported that there was a delayed deflation of the stent balloon. It was reported that this was resolved and there were no problems that resulted, just a delay in stent balloon deflation.